Event description:
It was reported that since implant that patient experienced a jolt when walking through the security gate at a store. The patient stated that in order to avoid the jolt he had to walk slowly through the middle. The patient was having the device removed on (B)(6)-2013 because of normal battery depletion. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-00695 as the patient had different interference issues that led to frequent adjustments.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37092, lot# 281240002, implanted: 2011-(B)(6), product type accessory, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).